Event description:
It was reported while using bd vacutainer® safety-lok¿ blood collection set, the rubber sleeve failed to retract, causing the cannula to become exposed and blood to leak out. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The manufacturing location for this product is (nipro). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve side piercing was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of sleeve side piercing was not observed. Also, 8 retention samples from bd inventory were evaluated by functional testing and the issue of sleeve side piercing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve side piercing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.